Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of electrical/electronic component issue. The most probable cause is a random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had noisy image issue and e216 error. There were no reports of patient involvement.